Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. The customer confirmed that there is still sound coming form the device the event is therefore not-reportable. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction from the device. It is unknown if he device was in use at time of event, there was no adverse event reported.